Event description:
During the procedure, the orbit mini complex fill 2.5x3.5 coil (637mf2535/ 15556565) was used for frame coil, but the coil stretched. The device was safely removed, and the procedure was successfully done. There was no adverse event reported and the component will be return for analysis.

Manufacturer narrative:
During the placement, the orbit mini complex fill 2.5x3.5 coil (637mf2535/ 15556565) was used for frame coil, but the coil stretched. The device was safely removed, and the procedure was successfully done. After the event, the entire coil and delivery system was removed from the patient. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The microcatheter used was unknown (non-codman), and it was not re-shaped. Other that what was reported, no other damages noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event reported and the component will be return for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information wil be submitted within 30 days of report.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the placement, the orbit mini complex fill 2.5x3.5 coil (637mf2535/15556565) was used for frame coil, but the coil stretched. The device was safely removed, and the procedure was successfully done. After the event, the entire coil and delivery system was removed from the patient. During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The microcatheter used was unknown (non-codman), and it was not re-shaped. Other that what was reported, no other damages noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event reported and the component was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15556565 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure of coil- unraveled/stretched-during placement was not confirmed because the product was not returned for analysis. However, the DHR suggests that the failure reported could not be related to the manufacturing process. Based on the reported information, procedural factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.